Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted at this time. A call was placed to technical services on 03/15/2018 stating that there was oversensed noise on this lead and low intrinsic amplitude was also noted. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).